Event description:
A customer reported encountering a "scan error" with the adc device. Due to this, customer was unable to obtain readings and glucose alarms. The customer was unaware they were hypoglycemic and customer's spouse obtained a reading of "24" on an unspecified meter. The customer was treated with fruit juice and sugar. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.